Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot#serial#: (B)(6), product type: recharger, h3: analysis of the wireless recharger (s/n: (B)(6) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA: 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the patient was unable to charge their implantable neurostimulator. The patient said that the recharger is not turning on. The patient had their husband explain recharger issue. The caller said that when they press the power button nothing happens. Patient service specialist had the caller attempt a hard reset of recharger. Recharger remained unresponsive. Caller stated when the recharger was on the dock the battery lights flashed. Caller stated they do not store recharger on dock. Reviewed recharger general care. The issue was not resolved through troubleshooting. An email was sent to the repair department. Additional information was received from the patient. It was reported that the cause of the unable to charge was unknown. Replacing the recharger resolved the issue. When they tried to re-charge the pack, the charger just wouldn't work. The issue was resolved through use of a new device.